Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-33193; related manufacturer reference number: 1627487-2020-33194. Additional information received indicated that the surgical intervention was undertaken wherein both leads were explanted and replaced. During the procedure on (B)(6) 2020 it was elected to explant and replace the ipg as well because the patient felt there was diminished therapy. This addressed the issue.